Event description:
It was reported that a pediatriac patient underwent an opthalmic procedure and suture was used. The patient developed inflammation. No additional information was available.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.